Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed which identified no leakage. In addition, no observed eye lash or fiber in the device. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:no issues found related to the manufacturing.

Event description:
Health professional reported "an eye lash on the device upon inspecting the breast implant prior to implantation." Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported "an eye lash on the device upon inspecting the breast implant prior to implantation." Surgery was completed with a backup device.